Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after the start of a blood infusion, the clinician noted blood leaking from the tubing which had separated below the safety clamp. The infusion was stopped, the old tubing removed and new tubing was inserted into the pump. There was no report of patient harm.